Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. Btg medical assessment: the investigator described a tumour of 3 cm in the segment 1 of the liver, this tumour was treated with dc bead (size, volume loaded, embolization end point unknown). The investigator described "several other nodules" but gave no indication whether they are tumour or non-tumoural nodules and if these nodules were treated. The investigator also described an arterio portal shunt in the left lobe, but did not report if it is an intra-tumoural shunt or an ap shunt that may exist in cirrhotic liver. Embolization of this shunt seems to have been performed' but it is not clear in the event description. The patient experienced fever and pain, and 2 weeks after the embolization an MRI revealed a hepatic infarction biloma in the lateral left lobe. More information must be provided on the location of the biloma the lateral left lobe is not an anatomical description (left lobe is segment ii and iii) no seriousness criteria was provided by the reporter. Patient recovered without sequelae and had a complete response to embolization (segment I). It is not known if the patient was hospitalized or whether the antibiotic treatment administered was oral only or IV treatment, several attempts have been made to obtain this information. As it was not possible to confirm the administration method of the antibiotics we are reporting this event with an abundance of caution. Fever; abdominal pain; biloma and hepatic infarction are anticipated adverse events listed in the IFU and risk management documentation. No device malfunction was reported. No batch review was possible for this case as the batch number could not be ascertained. No product malfunction/deficiency has been identified. No corrective/preventative action has been identified. Follow-up information was requested, but has not been received to date. Should we receive any information to enable further investigations, a follow-up report will be submitted. At this time this report is considered final.

Event description:
The patient was in her 70s. Contrast CT in arterial phase showed hepatocellular carcinoma of less than 3 cm in the s1, and an ap shunt in the left lobe lateral segment. Gd-eob-MRI in contrast phase of hepatic cells showed several nodular low signal intensities suggestive of intrahepatic metastatic lesions. After deb-tace, liver disorder was minimal, but the patient had abdominal pain and pyrexia. Contrast CT in arterial phase performed two weeks later showed a decrease in blood flow in the lesion in the s1; however, hepatic infarction and bile leak were noted in the left lobe lateral segment. The symptom and blood test data improved with antibiotic treatment alone. Gd-eob-MRI in contrast phase of hepatic cells performed 26 months after the treatment confirmed disappearance of the primary lesion and the intrahepatic metastatic lesions. The areas of hepatic infarction and bile leak were shrunk with poor intake of eob. Aes: causality (physician), biloma: possibly related, concomitant diseases: unknown, past medical history: unknown, concomitant drugs: unknown. Physician's comments: in this case, dc bead was infused carefully with a small amount because angiography had shown an ap shunt in the site where the treatment was to be applied; however, resulted in occurrence of the hepatic infarction and bile leak. Fortunately, the conditions improved with a conservative therapy with antibiotics alone, and the hepatocellular carcinoma itself was managed in a state of cr. However, when the treatment is performed, the potential risk of hepatic infarction and bile leak due to excessive embolization or unexpected shunt should always be kept in mind. If bile leak unfortunately occurs and does not improve with any conservative therapy, other treatments such as drainage are required. It has also been reported that sclerotherapy with a drug such as oldamin (monoethanolamine oleate) is effective.

Manufacturer narrative:
Additional information received 05-sep-2108: the patient was an inpatient. The antibiotic treatment was performed during hospitalization.